Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient was implanted with an impella cp device for mechanical circulatory support. The medical staff observed a large hematoma of the left groin extending into the scrotum. Manual pressure was held. During the evening, the systemic heparin was discontinued due to access site bleeding. The patient was cannulated for extracorporeal membrane oxygenation with significant difficulty. The patient was started on venoarterial extracorporeal membrane oxygenation (va ECMO) and remained on va ECMO and impella support. Cardia thoracic surgery (cts) added an additional suture to the impella sheath.